Manufacturer narrative:
H6: updated code a01 based on information in the complaint file.

Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Data log shows the pump was set to p9 throughout the case run. There were no suction alarms, positioning alarms, motor current spikes, or optical signal issues reported during the entire case run. Placement signal had a fluctuating trend from the beginning, with some deteriorating trend at the end of the case run. Pump flow was also seen fluctuating within specification range while running on a steady p-level. Mechanical interaction with blood (hemolysis): the cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details. Clinical symptom (hematuria): the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 77 year old male was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that there was red tinged urine due to hemolysis with last hgbf >170. Patient expired and cause of death is unknown.